Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer encountered a fault on the universal surgical manipulator 1 (usm1). The instrument was grasping tissue at the time of the issue and was removed after the customer disabled the usm1. The customer restarted the system and was able to continue the case, though the error reoccurred after a short while and the customer opted to continue with a three-arm procedure. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator 1 (usm1) for failure analysis investigation. The usm 1 was analyzed and during visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test failed pointing to parallelogram and rolling loop. Once testing was completed, the fibers were aba (applied behavior analysis) tested, and it was verified to be the source of the fault. The root cause is attributed to the parallelogram assembly and the rolling loop assembly in the usm. The issue can be resolved by replacing the usm.